Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while extracting a stone, the lithotripter basket and stone became impacted in the distal common bile duct. An alliance handle was then used in an attempt to detach the basket tip, however, when the handle was actuated, the pullwire within the catheter broke off from the weld. The sohendra device (or other lithotripsy) was not available for use; the catheter was cut and the patient was sent to surgery for device removal. The device was removed from the patient, however, it is unknown if the stone was removed during surgery. Reportedly, there was no visible damage to the device noted prior to use. There were no other patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine and stable.

Manufacturer narrative:
Reported event of handle cannula broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.